Manufacturer narrative:
Analysis and testing of the insulin pump showed that it passed the self test and displacement test. Several alarms were found at the alarm history file. Alarms due to a corrupted history file. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an alarm. Customer declined to provide blood glucose value. No further information reported.